Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that when she woke up in the morning, she noticed that the infusion set's tubing was detached from the quick release part. It was her second day with the infusion set and the direction of tubing application was upside. She had applied the infusion set on her hip and carried the pump on the belt with clips. No further information was available.